Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 40 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt returned for a f/u approximately 1 month ago, and the CT showed that the stent graft had migrated into the aneurysm sac, resulting in a type I endoleak. At the time of migration, vessels were reported to be moderately tortuous and mildly calcified, and the aortic neck was 28 mm in diameter at the renal arteries and 32 mm in diameter 15 mm below the renal artery. There was disease progression, resulting in aortic neck dilatation. There was also 2 cm of uncovered common iliac artery on the right side and 2.5 cm of uncovered common iliac artery on the left side. The physician elected to intervene by implanting one aneurx aortic cuff and one talent aortic cuff, which successfully resolved the migration and endoleak. The right and left iliac limbs were also extended successfully. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Endoleak, graft migration. Disease progression; aortic neck dilatation.